Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) recommends that a pre-placement arterial angiogram be performed to ensure correct placement of the device in the common femoral artery (cfa). A training record was not found for the physician. The angio-seal device instruction for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.

Event description:
A pt experiencing chest pains for two weeks underwent a cardiac catheter procedure, placing a stent in the right coronary artery. A pre-deployment angiogram was not performed, and a 6f angio-seal vip was selected for use to conclude the procedure. The physician deployed the device without event, and hemostasis was reportedly achieved in the procedure room. While being rolled off the procedure table, the pt yelled out due to reported groin pain. The pt began vomiting and experienced shortness of breath, and then became acutely hypotensive. Manual compression was initiated. A computed tomography (CT) scan revealed a retroperitoneal bleed, and several units of blood were transfused via a central line. The pt was still unstable, so the vascular surgeon attempted to stabilize the pt by going in through the opposite femoral artery to place a covered stent at the puncture site. The pt was still unable to be stabilized and expired.